Manufacturer narrative:
(B)(4) date sent: 3/25/2024 d4: batch # 566c23 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage, with ten empty packages, and with ten gst60g reloads present. The reloads (b, c, and d) were received with no apparent damage and fully fired. The reloads (e and f) were received fully fired, upon further inspection, the reload was found to have damage on the knife channel. The reloads (g, h, I, j, and k) were received fully fired and with damage on the reload deck. In addition, a staple was found lodged in the knife slot and the knife was noted to have nicks. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. One possible cause for this type of damage to the knife and reloads is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 566c23, and no non-conformances were identified.

Manufacturer narrative:
(B)(4), date sent: 2/9/2024, d4: batch # unk, b3: date of event is 2023, event day and month unknown. Captured as 1/1/24. Additional information was requested, and the following was obtained: 1. Was there any additional medical or surgical intervention required? The bronchus needed to be oversewed with a suture to repair the defect. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No 3. What is the patient's current health status?- discharged home 4. Did the patient experience any blood loss? If so, how much blood loss was there, and how was the bleeding controlled? Minimal blood loss. 5. Did the patient require a blood transfusion? No. 6. Was there any patient consequences? If so, please provide all relevant details: no same regime of care as planned. 7. Were there any malformed staples.? Surgeon would not definitively say but provided a photo of the defect which shows some b formed staples both lateral & superior to the brochus transection. A manufacturing record evaluation was performed for the finished pcee60a, with lot/batch number a9dp3h, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while transecting the brochus in a vats lobectomy the transection line was found to be incomplete and the deficit had to be sutured to repair before closing. 9 x gst60g reloads were used before the firing in question ( 10 total) with no issues identified.